Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The initial medwatch report was originally submitted as a follow up 1 on 12/09/2015. This medwatch is being sent to correct type of reports by marking it as an initial.

Event description:
It was reported that the patient underwent skin cancer excision on an unknown date in 2010 and suture was used. Following the procedure, the patient experienced an allergic reaction to the suture. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent skin cancer excision on an unknown date in 2010 and suture was used. Following the procedure, the patient experienced an allergic reaction to the suture. Additional information has been requested.